Event description:
It was reported the balloon tore while dilating a wall stent in a central vein above a dialysis graft. Another balloon catheter was used to successfully dilate the stent. No pt complications were involved. The device was rec'd evaluated, and retained by this MFR. The balloon was torn circumferentially and diagonally over the distal radiopaque marker. The distal portion of the balloon was folded over itself at the distal tip. Scratches and wrinkles were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stenosed stent may result in contact with a surface that could damage the balloon material. This device exhibited characteristics consistent with contact with a sharp external source, scratches on the balloon surface. Follow up also indicated the pt's stent, rather than the device, contributed to this event. Therefore, co does not attribute this event to the device. The directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."